Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redu3037 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after the puncture was done successfully, the extension tubing was attached, which was found leaking fluids during flushing, unusable.

Event description:
It was reported that after the puncture was done successfully, the extension tubing was attached, which was found leaking fluids during flushing, unusable.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a 4fr s/l groshong catheter. The depicted device was assembled with a two-piece connector. The catheter appeared to be implanted in a patient. A syringe was attached to the luer adapter. Possible infusate leakage was observed emanating from the extension tubing. An orange circle had been inscribed on the photograph highlighting the leak site. While possible leakage was observed during examination of the submitted photograph, inspection of the photograph was insufficient to identify the cause of the leak. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include sharp instrument contact and over-pressurization.